Event description:
Femoral intrafix standard 7-7.5x23, ref # (B)(4), lot#3614447. While placing this screw in left acl, the screw split down the middle. On (B)(6) 2013, while doing an acl surgery, the same kind of screw, it split down the middle as well.